Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit failed to alarm for a rotor error.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿rotor error and will not alarm.¿ the unit was triaged and the customer¿s reported condition was confirmed. This complaint has been verified as the device does not properly alarm for a rotor error when one is simulated. The device went through five iterations of rotor error testing, the device failed each one. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.